Event description:
Endoleak noted at the proximal sealing stent, post angiogram. A main body extension was placed to seal the endoleak. An endoleak that could not be clearly defined was also noted distal of the iliac leg graft. A main body extension was placed at the site to seal off the endoleak and ensure the patency of the hypogastric artery. Endoleak was sealed. Later, it was believed to have been a type ii endoleak.